Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the event occurred during a trial. The affected devices were going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the curved needles found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977d260, serial# unknown, product type: screening device; product ID: neu_epidural needle, serial# unknown, product type: accessory; product ID: neu_epidural needle, serial# unknown, product type: accessory. Analysis found no anomaly in one of the curved tip needles. In the other curved tip needle, analysis found a sharp edge on the undercut side. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported an out of box failure. It was reported that healthcare provider (hcp) complained the curved tip needles provided in leads kits were poor quality. When inserting the lead into the needle, it is not moving smoothly through the hub and once the electrodes exit the needles, it is extremely difficult to retract the lead back into the needle. There was some type of partial occlusion or burr or something like that. He also added that when an electrode is outside of the needle tip, it is difficult to retract and he has to redo the epidural. The hcp commented "these needles are terrible." No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: this report is a correction. Additional information was captured in regulatory reports 2649622-2018-09026 and 2649622-2018-09028. Any additional information will be captured in these reports. No further regulatory reports will be submitted under report number 3007566237-2018-00434. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_epidural needle, serial# unknown, product type: accessory; product ID: neu_epidural needle, serial# unknown, product type: accessory. Device with product ID 977d260 was corrected to be no longer reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a healthcare professional (hcp) regarding the patient. It was reported that the electrodes were not passing smoothly through the tip opening of the needle. The rep stated that there was a slight exertion of force to move the electrodes past the needle tip, which produced forceful, rather than smooth movement, when introducing the lead into the epidural space. The physician suspected there were microscopic burrs on the needle tip and that needle tip was not sufficiently polished to eliminate the issue. The rep returned the needles for evaluation. No further complications were reported. Follow up was conducted.